Event description:
Additional information received indicated that the loosening was from infection. This was considered to be stage two revision. Prostalic was implanted for continuum care. The case in june was an irrigation and debridement and converted to a dual mobility. Surgery time was extended to remove the implants and also to irrigate and debride the tissues and allowing for mold to cure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received indicating that the loosening was due to the infection. The surgery was extended due to implants removed and allowing for mold to cure. I&d stands for irrigation and debridement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 an I&d was performed and dual mobility components were implanted. On (B)(6) 2021 all components were removed and an I&d was performed. A prostalac spacer was implanted to continue with antibiotic treatment for infection. This is all the info that I have to offer about the case. It was also indicated that there was loosening of the cup at the bone to implant interface. Doi: (B)(6) 2021 - dor: (B)(6) 2021 (right hip).